Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the service finding that the unit¿s display is black. The unit was triaged and the reported issue was confirmed. The pump had excessive damage which may be due to customer misuse. The unit was disassembled and it was observed that the edge of the display has an abnormality. The display was replaced with a test display and powered on with no issues. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 2017-07-19.

Event description:
It was reported to covidien on (B)(6) 2017 that an issue occurred with an enteral feeding pump. Upon triage on (B)(6) 2017 the service tech found that when unit is powered on the lcd is black and nothing is legible.